Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The distributor alleged that the display screen was blank. It was noted that the pump's audio tones were functional upon start-up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2014 with the following findings: during testing, the pump powered on to a blank display screen was audio tones and vibrations functional. The pump case was removed and moisture was observed on the display flex as well as on the printed circuit board.